Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. However the motor was noisy during the rewind due to a faulty motor. The pump passed the self test, unexpected restart and all operating current tests were normal. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube window corners, cracked battery tube threads and a cracked display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a rewind anomaly. The customer's blood glucose reading was 190 mg/dl. The customer stated that she was out of state and needed assistance with rewinding the pump. The customer also stated that the piston was not moving down. The customer was advised to call back for replacement pump.